Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA/510(k)#: k023331. PMA/510(k)#: bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with molding defects. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer complaint that tube button has gate stub problem.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gate stub with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with molding defects. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer complaint that tube button has gate stub problem.